Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a spinal procedure using an interspinous spacer system on the l4/l5 level. Sometime post-op, the physician found a fracture on the spinous process which is thought to have happened about one week after the procedure. According to the report, the physician does not believe the incident was related to the device, however, a laminectomy is planned to be performed on the patient. No further information has been reported and patient status is unknown at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.